Event description:
It was reported that the patient received numerous shocks which depleted the defibrillator device battery. The patient questions nerve damage as a result of the episode. Since receiving the shocks, the patient now experiences lightheadedness when standing after sitting for 30 minutes. Additionally, the patient experiences uncontrollable jerking of the hands and arms. The defibrillator was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4) implantable pacing lead (B)(6) 2008; 0185 competitor implantable tachy lead (B)(6) 2008. (B)(4).